Manufacturer narrative:
System analysis/service repair on february 23, 2014: the reported ¿error 652¿ issue was confirmed and determined to be the result of a faulty chiller. The chiller s/n (B)(4) was replaced with chiller s/n (B)(4). The system was tested and verified to meet manufacturer¿s specifications. The chiller s/n (B)(4) that was replaced was returned to ams on (B)(6) 2015.

Event description:
It was reported that during a procedure an error was observed, and that the water levels were ok with no observation of water on the floor or around the laser. An alternate procedure (turp) was used to complete the procedure. Patient outcome: "ok" reported. Additional information was not reported.